Event description:
It was reported by the rep that (1) cdh33 was used during a low anterior resection procedure. It was reported that the operating room nurse removed the instrument from the package and rotated the adjusting knob and removed the anvil. Nurse then rotated the adjusting knob and retracted the trocar tip. The assistant introduced the instrument trans-anally through the rectal stump staple line. The anvil was reconnected and the assistant began turning the adjusting knob apparently with no effect in closing the gap. A "crack" or "pop" sound was heard and the scrub nurse saw the adjusting knob completely disengaged from the instrument. The surgeon then went below and reinserted the knob. The surgeon was able to engage it, close the instrument, and complete the firing sequence. There was no pt consequence.